Event description:
It was reported to philips that the tube overload alarm for the lateral tube was triggered, causing the patient to be relocated to another device. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.